Manufacturer narrative:
Both needles used in the procedure were returned for investigation and were tested for heating performance. The icepearl heater functioned as expected. The icepearl needle was able to reach and maintain 150c I-thaw target temperature. No failure was found.

Event description:
During a renal case, both an icepearl and iceforce needle were used. The needles and system were tested without any issues reported. During the case and after the second freeze during the fast thaw around minute 1.5 the patient started twitching at the are where the needles were inserted. The doctor asked for the fast thaw to stop and the twitching stopped. It was also noted that the icepearl needle was not as hot as the iceforce. The case was completed as expected, the doctor was satisfied with the size of the ice but concerned about the patient twitching. Needles will be returned to galil for investigation. One MDR is being filed for each needle as the customer was unsure which needle caused the issue (see 9616793-2016-00009).